Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.